Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date and was implanted with non zb products. They underwent a second stage revision on approximately 17 years ago with removal of the antibiotic spacer and the final implants were placed with zb implants. Subsequently, the patient was revised approximately 2 years ago due to a periprosthetic fracture with an orif performed. During the revision, staff noted chronic synovitis, implant wear, and excessive lysis. The articular surface was exchanged and a plate, screw locking caps, and demineralized bone was utilized to repair the femoral fracture without complications. The remaining components were left implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599401692 - femoral component option for cemented use only size f right - 60054783, 00599003610 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw - 60246727, 00599003610 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw - 60172170, 00599003602 - prc agmt block post sz f 10mm - 53912200, 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 60206853, 00598800500 - stemmed tibial component precoat a/p wedged for cemented use only size 5 - 60183809, 00598801012 - stem extension straight 12mm dia x 100mm length(combined length 145mm) - 60223183, 00598801020 - stem extension straight 20mm dia x 100mm length(combined length 145mm) - 50092000, 3025-020 - cmw 2 gentamicin - f364x20. Report source: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03353, 0001822565-2022-03355, 0001822565-2022-03357, 0001822565-2022-03358.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the right medial femur condyle was fractured. During the revision surgery, articular surface was also noted worn out and extensive lysis was noted on the mfl. The fracture was repaired with plates and screw. The lysis was debride and filled with demineralized bone. The articular surface was exchanged. No complication was noted and rom noted be 0-120 deg. A definitive root cause cannot be determined. Per package insert, bone fracture and wear is known risk of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.